Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the pt stated they were not having much luck and wanted assistance with how to "cut it on and control it". Pt clarified they need to adjust therapy for their bladder so that they can get more time to get to the bathroom. Pt stated at first it seemed like they were getting more time than they are now. Pt stated "when it hits" they barely know that they need to go to the bathroom then suddenly they are just leaking. Pt stated this started "about aweek ago". Pt stated therapy helps but "not quite as good". Pt stated it was great when first implanted so pt is confident that therapy will help again. Pt reported now they are having to catheterize their bladder. Pt inquired about how increasing stimulation will help with this. Troubleshooting reviewed therapy overview and expectations and how to connect with ins to adjust therapy settings. Pt reported getting device not responding and reported this is the issue they have been having and reported they have an "awful time" connecting with their ins. Pt reported they have been aggravated due to this. Pt was able to eventually connect with their ins on the call following repositioning the communicator. Pt increased stimulation on the call from 1.9 ma to 3.0 ma on program 4. Pt initially stated, when increasing stimulation, that stimulation increased on it's own "all by itself". Pt stated they did not tap the up arrow and stated that stimulation increased slightly "all by itself". Pt then was able to press the up arrow and increase stimulation. Pt reported they were not feeling stimulation when increasing stimulation and stated they are not sure if this is because they have "so much nerve damage in my back". Pt stated they were not feeling stimulation before. Troubleshooting did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their doctor if the issue persists.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.